Event description:
The patient turned her device off to recharge and when she went to turn it back on, she felt no stimulation. She was unable to adjust stimulation. It was confirmed that her neurostimulator was 3/4 full and it was on. She turned her stimulation all the way up to 4.0 and was unable to feel anything. She has not had any falls and was at home. Additional information has been requested.

Manufacturer narrative:
(B) (4).